Manufacturer narrative:
No lot number was provided; therefore, device history record review could not be completed. A product sample was received for evaluation. Visual and functional testing were performed. An alert was issued in order for production personnel to verify pressure plate regarding the failure mode reported. The most probable root causes are that the pressure plate was received damaged from the supplier.

Event description:
It was reported that there was a defect in the administration set. There was no patient involvement and no patient injury reported.

Manufacturer narrative:
Other, other text: while performing a review of submitted MDR report it was discovered that this file was inadvertently assessed as reportable. No patient death, serious injury, and no evidence of a reportable product malfunction. The hazardous situation for the given complaint device would not likely cause or contribute to a death or serious injury if the malfunction were to recur. Report 3012307300-2022-07873 is no longer considered reportable, please disregard any MDR reports associated with it.